Event description:
The customer reported the nurse noted leaking from the pump module door, when she opened the door the tubing was broken. Ns was running at 75 ml/hr. There was no patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received for evaluation. If the product is received, a follow up report will be submitted.